Manufacturer narrative:
Correction information: b5. Updated b5 to include correct awareness date and event date mentioned in the first sentence. F7: follow up #01. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 28-feb-2023 which occurred on (B)(6) 2023 in the operating room during use in the emea region involving pentax medical pentax accessories balloon, model oe-a61, lot number 101162. The reported complaint that the balloon tore into two pieces during an endoscopy. The detached piece from the distal head had to be extracted from the patient by suction with a flexible endoscope. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Correction information: f7: follow up #02 . Additional information: f9: age of device. ________________ evaluatio summary: the same lot (1011062) was returned by pentax medical emea and we inspected it. When the unopened balloon was taken out and inflated with air, it was found that it inflated distortedly. On the other hand, when another lot at the miyagi factory was inflated, the swelling was normal. However, even if the distorted lot (1011062) was filled with more than the specified amount of water, it did not tear. Therefore, the relationship between the distorted swelling and the event of this tear is unknown at this time. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured fuji latex on 07-jun-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 07-jun-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting. Health effect clinical code: 3165 device embedded in tissue or plaque. Health effect impact code: 2199 no health consequences or impact. Medical device problem code: 4008 material cut, split or torn. Component code: 419 balloon. Pentax medical received a good faith effort(gfe) response on 02-mar-2023 and the doctor removed all of the torn pieces from the patient's body. Also, the patient is doing well with no reported no injury. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on 14-feb-2023 that occurred in the operating room during use in the emea region involving pentax medical pentax accessories balloon, model oe-a61, lot number 101162. The reported complaint that the balloon tore into two pieces during an endoscopy. The detached piece from the distal head had to be extracted from the patient by suction with a flexible endoscope. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.